Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Th event of "really bad allergic reaction, bad erythema, and swelling is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient had a "really bad allergic reaction, bad erythema, and welling" two weeks after injection with an unknown amount of syringes of juvederm voluma xc. The patient was provided prednisone for treatment.